Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette leaked during compounding of the cassette. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-03101 for details pertinent to this event.